Event description:
Additional information was received from the manufacturer representative (rep). It was reported that pt was going to begin a diary of when the stimulator turns off on its own and what level of charge the ins battery has. Rep also had patient turn off adaptive stimulation (as) in the meantime to see if possibly it¿s a positional issue causing their settings to zero out. Patient¿s device was connected to rep's tablet and impedances were all within normal limits. Rep was going to meet with patient on (B)(6) 2023 to discuss their diary logs and then also send it a report from her battery to further investigate. Additional information was received from the manufacturer representative (rep). It was reported that rep called back and reported that after turning off as at their (B)(6) 2023 appointment, pt kept a diary and did not experience any events of stim increasing or turning off as previously reported. However, pt now reported that their controller had increasing difficulty connecting to their ins, despite close proximity, different angles, and not covering the top of the controller when the screen showed 'looking for device'. Pt reported frequently seeing the no device found screen. Pt also reported that their controller screen shows that the ins battery is at 20%; however, when they plugged in the recharger and started a recharging session, it showed the ins battery was at 60% charge. Rep will send data file to try and confirm that as was causing the changes in stimulation. No symptoms were reported. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) , implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports patient works in a warehouse with lots of emi sources. Caller reports the building changes the clock from the emi. Caller reports patient has been experiencing stimulation turning off when she is at work a handful of times for the past couple of months. Caller reports patient reports stimulation turning off at home 1 time. Caller reports patient notice her pain increased and patient checked her stimulation and confirmed stimulation was off by her controller. Caller reports patient keeps her controller in a bag/case and the button are not pressed to turn stimulation off. Caller reports patient also reports feeling a surge when she walks from the warehouse, where she works to the break room. Caller reports she had patient turned off adaptive stim. Caller do not know what the charge level was at the time when stimulation is turned off. Caller reports patient is scheduled for office visit on feb 16. Suggest patient do a detail diary before the office visit.